Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing broke event on (B)(6) 2025. The infusion set in use for 2 days. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006583, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006583 was manufactured according to the work instruction (wi) version 112 and manufactured in the line inset 3 on 09/apr/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4c05838 was manufactured according to the wi version 11 manufactured in the machine igtl1, on 31/mar/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.